Event description:
It was reported that a spectrum iq infusion pump doesn't alarm when infusion is finished. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation ran 40ml/hr for 1 minute. The device had a visual alarm and an audible alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The case closing and keyhole installation will be performed in the repair process. Should additional relevant information become available, a supplemental report will be submitted.